Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the swg (spring wire guide) lengthened and could no longer be used. The procedure was completed using another device.

Manufacturer narrative:
(B)(4). The customer returned one swg and catheter. The swg was advanced through the catheter. The returned sample was visually examined with and without magnification. Visual examination revealed signs of use as biological material was present on the exterior of the catheter and interior of the extension lines. The guide wire is unraveled from the proximal weld. The proximal end of the core wire was in the returned catheter's distal extension line. The unraveled coils extend out of the extension line. The distal j-tip is deformed; however, the distal weld is still intact. The returned catheter show evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the distal weld is full and spherical. The outer diameter of the guide wire was found to be within specification. The returned guide wire could not be retracted from the returned catheter. A manual tug test confirmed th at the distal weld is intact. A device history record (DHR) review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken near the proximal end of the wire. The guide wire was unable to be advanced or retracted through the returned catheter. A DHR review was performed with no relevant findings. Based on the sample received and the report that the incident happened during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the swg (spring wire guide) lengthened and could no longer be used. The procedure was completed using another device.